Manufacturer narrative:
The hillrom technician found the head and foot casters needed to be replaced. Per the hillrom service manual, it is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in jan 4, 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head and foot casters. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).